Event description:
As reported: jts complaint: patient required post-op radiation and is very stiff in the knee due to suspected over lengthening. Revision surgery: poly swap/intraoperative shortening scheduled (B)(6) 2023. Update 26/april/2023 wg: patient was revised on (B)(6) 2023. As reported: "patient reported discomfort and sticking. Removed significant heterotopic ossification and scar tissue. Implants intact and functional." A bumper pad, circlip, and bushes were revised. As noted on the revision usage sheet: "debridement of flexion contracture, with poly exchange."

Manufacturer narrative:
Reported event: an event regarding patient factors involving a jts, distal femoral replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been one other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: (B)(6) complaint: patient required post-op radiation and is very stiff in the knee due to suspected over lengthening. Revision surgery: poly swap/intraoperative shortening scheduled (B)(6) 2023.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.